Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 30-mar-2017 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the auxiliary drawer 1 cubie b3 was failed and would not release. A field service engineer reported issues in hardware test application (hta) with multiple cubies failing to pop out in the drawer. Found physical damage to the retractor band cable. After replacing the retractor cable, all cubies functioned normally. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es auxiliary drawer1 2x2 full-height pocket b3 failed and would not release. The customer stated that this malfunction occurred while dispensing the medication. There were no adverse events or injuries reported based on this event.